Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. A manufacturing record evaluation was performed for the finished device am3842 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the needle broke from the suture. No adverse patient consequences were reported.